Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer stated that part of the cap is raised and part of it is not. The customer reported the drive support cap is sticking out. The product was returned for analysis.

Manufacturer narrative:
The drive support cap was inspected and no anomaly was noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.